Event description:
It was reported that left ventricular capture management determined that the threshold increased for three days, which may have compromised capture. The atrial lead was also noted to have functional undersensing. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2002; 6947-65, lead, implanted: (B)(6) 2002. (B)(4).